Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was being used for approximately 8.5 hours on a patient when it entered to a state of low battery remaining and an alarm occurred. The unit's power cord was plugged to a wall outlet. The error was cleared from the screen and then the unit suddenly powered off on its own. The unit was powered on by the user but power source continued to be unstable. The unit was being used on a patient at the time the reported issue occurred. There was no adverse patient effect.